Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the calcified and moderately tortuous proximal to mid left anterior descending (lad), % stenosis unk. The target vessel diameter was comparatively small. The physician delivered the 2.75x32mm taxus express2 drug eluting stent and deployed it at 9 atms at the target lesion without predilating the lesion. The stent balloon had a slight waist when it was inflated. After the delivery balloon was fully deflated, the physician attempted to withdraw the stent delivery system (sds) after waiting a little, but was unable to remove it. The physician tried to push and pull the sds, but it did not move at all. Next, the balloon was inflated at 12 atms and deflated. Again, the physician advanced a maverick2 1.5x15mm balloon to the stent implanted at the lesion without a problem. He inflated the balloon, and used the balloon as an anchor and attempted to withdraw the sds, but was still unable to remove the balloon. The physician then deep inserted a guide catheter and the sds was withdrawn from inside the pt without any injury. No pt complications were reported and the pt condition is listed as good.